Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. Despite charging the pump for over an hour, the pump was unable to be turned on. The customer's blood glucose level was in the "low 100's" (mg/dl). Reportedly, the customer has an alternate pump available as alternate insulin therapy.